Event description:
Reporter alleged blood glucose measured 497 mg/dl at 7:58 am back to back with a result of 158 mg/dl at 7:59 am. Customer stated not feeling any high nor low glucose symptoms at the time and had varied results over the last week so she took normal diabetic medications at the time. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.